Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 3 randomly sealed and 8 opened and used reservoirs showed that they are functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the reservoir experienced an air bubbles anomaly. It was reported that air was observed in the reservoir full of insulin. The caller did not know the blood glucose reading. No further details were provided.